Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump has a button error. Patient's blood glucose level is 130mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump received with intermittent button response die to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window and broken reservoir tube lip.